Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 192 mg/dl. Customer reported that insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.